Event description:
It was reported a physician performed a kyphoplasty procedure into a patient. The cement was homogenous before the physician injected it into the patient. There was asymptomatic cement extravasations. Reportedly, the patient was fine. The physician waited as usual for cement to become more of "dough" state. But it took more than 15 minutes and then the physician injected it into the patient. The operating room temperature was 20 degrees celsius. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.